Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Estimated blood loss was 300cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample is available for manufacturer evaluation and has been requested.

Manufacturer narrative:
The reported complaint is confirmed as a delamination on the polyurethane potting compound at both ends of the dialyzer which would result in the reported leak. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter and blood port caps. The fibers were wet with indication of blood exposure at both ends of the dialyzer. The delamination manifested as separations of the polyurethane (potting material) from the dialyzer housing (wall) at both ends of the dialyzer. The delamination in the potting extended under the silicone o-ring at both ends of the dialyzer. During visual examination there were no cracks or other irregularities noted on the molded polycarbonate components. During visual examination there were no cracks or other irregularities noted on the molded polycarbonate components. The silicone o-rings were seated properly, no debris was noted under or over the o-ring seal and no other irregularities were noted on the o-ring seals. Both screw flanges were engaged properly and the threads between both screw flanges and the dialyzer housing did not observe any blood. Further examination of the fiber bundle did not identify any other damage or irregularities; specifically, there were no broken fibers, loose fiber fragments, kinked, looped, or short fibers. The inferior surfaces of both potting masses were examined for voids, which no voids were noted. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.